Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with pain and light sensitivity in both eyes two weeks post photorefractive keratectomy. The patient was noted to have rebound inflammation and ciliary body spasm to due to discontinuing the topical steroid and antibiotic drops. The patient stated that the drops were discontinued as directed but the pain returned within twelve hours. The topical steroid drops were restarted and the a long/slow taper begun. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause could be identified as the product was found to be within specifications. (B)(4)

Event description:
Additional information received states the patient has pain upon waking for approximately one week. The slit lamp exam showed the patient epithelial basement membrane dystrophy (ebmd). The patient was prescribed a sodium chloride hypertonicity ophthalmic ointment.